Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised for second time on (B)(6) 2021 due to glenosphere disassociation approximately 1 year after primary surgery. First revision previously reported. Surgeon explanted the 40mm centered glenosphere with screw, 40/+6 standard humeral cup, and 135/145 reversed adapter. He then implanted a new 40mm centered glenosphere with screw, 40/+6 standard humeral cup, and 135/145 reversed adapter.